Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation is not confirmed. One unpackaged, ar-2324pslc, batch 15012707, was received for investigation. Functional testing was not performed due to the damage to the device. Upon visual evaluation, the anchor and the eyelet are missing from the device. The sutures, the peek, and eyelet weren't returned for investigation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.

Manufacturer narrative:
This report is being submitted to provide additional information in b5 and h6. Investigation is in process. A follow-up report will be provided.

Event description:
Additional information was received from the client: this event occurred during a rotator cuff surgery. The case was delayed twenty minutes. Additional anesthesia was not administered.

Event description:
On 9/11/2023, it was reported by an arthrex subsidiary employee via email that an ar-2324pslc peek-swivelock c anchor broke during insertion; all fragments were retrieved. This was discovered during a procedure on (B)(6) 2023. The case was completed using a product from another manufacturer. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.